Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Event description:
During an internal fixation for sternal reconstruction with plates and screws, the hand piece for battery powered driver would not accept the screwdriver blade. Surgeon used another screwdriver instead of the recommended two screwdrivers. The procedure was extended approximately 30 minutes.